Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital and a chest x-ray was performed. Review of the chest x-ray showed conductor cables separated from the lead body below the svc coil. Possible lead replacement .

Event description:
It was reported that the patient expired prior to addressing the lead issue. It was noted that the lead had been fine at every check up. There is no allegation from a health care professional that the death was device related. The cause of death is unknown.